Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support, and during support, the patient's plasma free hemoglobin levels became elevated. The p- level was initially reduced in response to the suspected hemolysis, in which the implanting physician suspected to be from delayed start of anti-coagulation. The decision was ultimately made to explant the impella pump, and post removal of the impella pump, an intra-aortic balloon pump was placed. The patient was noted to be in stable condition.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. Data logs were reviewed which showed the pump ran without issue during support. There were some intermittent suction alarms during the case but resolved quickly. The product was not returned for evaluation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.